Manufacturer narrative:
E1 initial reporter phone number- (B)(6) date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure patients ipg was having difficulty with ipg communicating with external devices and was heating up when charging the device. As a result, surgical intervention was undertaken on 30 october 2024 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of ipg connection issue was not confirmed. At receipt the ipg successfully communicated with lab utilities, accepted charge and was fully charged within specifications. It also passed all functional testing (bench and autotest).